Event description:
Received report of pt reaction post dialysis treatment. Pct reports that the arterial line was twisted and kinked in the blood pump. Pt was subsequently hospitalized with pancreatitis. Sample was discarded. Follow-up questionnaire mailed to customer on 1/17/2000.